Event description:
A customer contacted the technical service representative (tsr) about a 2240 alarm on the homechoice (hc) device. The tsr advise the home patient (hp) to cycle power on the device to clear the alarm. The tsr explained the alarm and advised the hp to call the nurse and report any missed therapy.

Manufacturer narrative:
(B)(4). The device was discarded.